Event description:
It was reported that pt underwent plif at l3-l5. Approximately ten months post op, pt had a slight pain. It was discovered from x-rays that two pedicle screws were broken. No revision surgery is being planned.

Manufacturer narrative:
Device was not returned to MFR for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.